Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture visual analysis of the photographs identified: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through provided photos. No additional observations are performed. Additional observations: red particles observed on the surface of the device. Calcification observed on the surface of the device. Observed creases an deformation no further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "rupture". This record is for the right side. The device was explanted.